Manufacturer narrative:
Correction: additional information: post market vigilance (pmv) led an evaluation of one device. The instrument was received loaded with a 3.5mm single use loading unit (sulu). Only the bottom set of pushers of the sulu were in an advanced position. The pusher slots that did not have partially advanced staples were loaded with staples. Functionally, the empty sulu slots were reloaded with staples. The staples in the sulu were reused and reset inside the cartridge and the instrument and sulu were applied to test media with proper staple formation. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed condition occurs when the loading unit is inadvertently pushed up after the firing cycle is started or improperly loaded prior to application. In these cases, only the bottom set of pushers are in contact with the thrust bar, leaving the top set of pushers unfired. T he root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the device was unable to be closed, partially fired and had a poor staple formation. A new device was used in order to resolve the staple line and complete the procedure. No patient injury.